Event description:
It was reported by service report that the footboard display was not working causing bed exit and scale to be unavailable. There was pt involvement, however, no adverse consequences are reported.